Manufacturer narrative:
(B)(4). Product investigation results: a fully constrained wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the gas section). There were several kinks identified in the inner member near the proximal end of the gas section. Functional evaluation revealed that it was not possible to deploy the stent using the delivery as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. No other issues were noted with the stent and delivery system. The damages noted with the returned device were consistent with the application of excessive force during use. The investigation concluded that the observed failures and the reported events were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during procedure. The stent would not deploy. The stent was fully covered by the outer sheath when removed from the patient. Reportedly, the catheter was noted to be kinked outside the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. Note: this event has been deemed a MDR reportable event based on investigation results which revealed that the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the ga section).